Manufacturer narrative:
This report is submitted on march 11, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced wound breakdown and revision surgery (date not reported).